Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6) 2013: ck-mb = 11 u/l, normal upper limit 25 u/l; (B)(6) 2013: ck = 919 u/l, normal upper limit 200 u/l; (B)(6) 2013: ck-mb = 12 u/l, normal upper limit 25 u/l; (B)(6) 2013: ECG = no myocardial infarction (mi); (B)(6) 2013: ck = 624 u/l, normal upper limit 200 u/l; (B)(6) 2013: ck-mb = 13 u/l, normal upper limit 25 u/l; (B)(6) 2017: ECG = no mi; (B)(6) 2017: ck = 128 u/l, normal upper limit 200 u/l; (B)(6) 2017: ck-mb = 12 u/l, normal upper limit 25 u/l; (B)(6) 2017: coronary angiogram. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2013, following pre-dilatation, a 3.0x18mm absorb bioresorbable vascular scaffold (bvs) was implanted in the mid left anterior descending (lad) coronary artery lesion. Post procedure, elevated creatinine kinase (ck) was observed. An electrocardiogram (ECG) was performed without reported results. On (B)(6) 2013, the patient was discharged from the hospital. On (B)(6) 2017, the patient expressed experiencing exertional chest pain. Per physician, the chest pain was stable and not serious. There was no treatment provided and the event resolved. On (B)(6) 2017, the patient was hospitalized for stable chest pain. As treatment, another percutaneous intervention was performed placing an unspecified stent in the mid lad, restenosed bvs site. There was no additional information provided regarding this issue.